Event description:
A school nurse reported experiencing inaccurate erratic results with their one touch basic meter. School nurse claimed a pt got inaccurate results on their meter. The patient's blood glucose results were 67, 74 and 105 mg/dl. Tests were done within 10 minutes. No further information has been reported.